Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The lens assembly was replaced to resolve the keypad issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The root cause of the reported keypad failure is determined to be an electrical short within the flex cable pathway which is visible from the backside of the lens display. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device's keypad was inoperable. This can disable the device's charge function. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.